Event description:
The customer confirmed the procedure was delayed approximately 10 minutes due to the swapping of needles.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial d4 lot number. The subject device was manufactured in november 2022, but the specific date is unknown. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure to perform an aspiration biopsy may be due to the following factors: (1) a foreign object is clogged in the needle tube. (2) the stopcock of the syringe was not firmly attached to the suction port of the device. However, the root cause of the coil falling off could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
During a routine call to check for product return, it was reported that the patient had died. The reporter did not think it was related to the device issues, as he "was going to die anyways." It was unclear if the needles would be returned, as they were packed up in storage. The reporter stated the new needles were fine.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5 and h6.

Event description:
Additional information was received regarding both needles from the facility. The insertion of the first needle felt "gritty" but the physician did not feel much resistance in the maneuvering of the sheath, and it was mainly an issue with insertion. The physician abandoned that needle as they did not collect much tissue with the first needle. The second needle felt "grittier" than the first one and was also difficult to insert. The adjustment of the sheath in the second needle felt resistive as well. The second needle was disposed of without any sampling as the physician was not satisfied. Hence, the sampling was done with the third needle.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during an therapeutic endobronchial ultrasound (ebus) procedure, the tip of the single use aspiration needle dislodged. The needle was noted to be missing from the sheath and the spring was detached. The coil component of the device fell into the patient, which the patient had coughed up the at home after the procedure. This complaint required two reports. The related patient identifiers are as follows: (B)(6): single use aspiration needle na-201sx-4021, (B)(6): single use aspiration needle na-201sx-4021. The medwatch is for the patient identifier (B)(6).